Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occured. The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, mildly calcified, mildly tortuous, 20mm long portion of the mid right coronary artery. The lesion was pre-dilated with a 1.5x20mm maverick balloon. The physician then successfully placed a 3.50x28mm taxus liberte' study stent. Balloon withdrawal resistance occured. The procedure was completed without further complication. The patient was discharged 2 days later on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.